Manufacturer narrative:
Batch review performed on 21 may 2025 reverse shoulder system 04.01.0124 humeral reverse hc liner d 39/+6mm (k170452) lot 2401274: (B)(4) items manufactured and released on 19-apr-2024. Expiration date: 07-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xd 24.5 (k193175) lot 2527753: (B)(4) items manufactured and released on 19-jan-2026. Expiration date: 18-dec-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: dislocation is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 1 week from the primary,the patient presented with dislocation of the liner from the glenosphere; the cause is unknown. There were no indications of trauma. Following the primary surgery, the patient experienced multiple dislocations, which were treated by closed reduction. The liner, metaphysis, and glenosphere were revised. The surgeon elected to upsize the glenosphere, the metaphysis and to implant a 42/0 constrained liner to achieve optimal stability and range of motion. The surgery was completed successfully.